Event description:
Same case as: 2134265-2015-04456. It was reported that difficulty extending the needle occurred and the patient experienced pain during the procedure. The patient was undergoing a radiofrequency ablation (rfa) procedure approximately 2 cm from surface of the liver. A rf3000 radiofrequency generator and a 3.0/17/15 leveen superslim electrode were selected for use. The procedure started from 40 watts then increased 10 watts to complete the first ablation. During the first ablation, the needle failed to fully extend and the physician felt that impedance rapidly increased however the physician continued the procedure. The second ablation was started at a different angle. Following the second ablation, the patient experienced severe pain, therefore the procedure was discontinued. There were no further patient complications reported and the patient's status was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received one leveen needle electrode with residue present on the device indicating use/ handling. A physical examination of the electrode found metal cannula to be bent and the array retracted. A functional evaluation of the electrode was performed by extending the array with some resistance and the array was found to be bent and twisted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-04456. It was reported that difficulty extending the needle occurred and the patient experienced pain during the procedure. The patient was undergoing a radiofrequency ablation (rfa) procedure approximately 2 cm from surface of the liver. A rf3000 radiofrequency generator and a 3.0/17/15 leveen superslim electrode were selected for use. The procedure started from 40 watts then increased 10 watts to complete the first ablation. During the first ablation, the needle failed to fully extend and the physician felt that impedance rapidly increased however the physician continued the procedure. The second ablation was started at a different angle. Following the second ablation, the patient experienced severe pain, therefore the procedure was discontinued. There were no further patient complications reported and the patient's status was good post procedure.